Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the string was missing and pieces were left behind inside of her. Manual removal and douching was successful. This happened with several tampons. Consumer experienced a foul odor, dark in color.